Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and checked hsv (health sight viewer), no station showed interface issues. Connected directly to the station to confirm, and no problems were found at that time. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had interface issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.